Manufacturer narrative:
Investigation eval: our eval of the returned device confirmed the report. The drive wire was separated inside the handle. The proximal end of the drive wire was examined in our laboratory eval which confirmed this device was manufactured prior to the initiation of a corrective action to reduct occurrences of this nature. Under microscopic inspection, there was a small crack in the clip housing. The drive wire was detached from the handle, so hemostats were used to manipulate the clips drive wire. The device was advanced down an olympus gif q20 2.8 endoscope in a simulated upper gi position with the tip in a retroflexed position to simulate a worst case situation. With rotation of the attached hemostat, the clip deployed as intended. The device history record for the lot number said to be involved was reviewed. A discrepancy or anomaly was not observed with the product that was released for distribution. Investigation conclusions: prior to distribution, all disposable hemostasis clips are subjected to a visual inspection and functional testing to ensure device integrity. A review of the device history record confirmed that the lot said to be involved met all manufacturing requirements prior to shipment. Corrective action: a corrective action has been implemented in an effort to reduce occurrences of this nature. The product said to be involved is included in the scope of the corrective action. Quality assurance will continue to monitor for complaint trends.

Event description:
During a colonoscopy, a cook disposable hemostasis clip was used. A loud popping sound was heard and the device would not deploy. The clip was not attached to the tissue site. The procedure was successfully completed with another of the same device. A section of the device did not remain inside the pt's body. The pt did not require any add'l procedures due to this occurrence. According to the initial reporter, the pt did not experience any adverse effects due to this occurrence.